Manufacturer narrative:
Returned for evaluation was a nevertouch fiber. A visual review of the fiber noted the fiber was fractured. The customer's reported complaint description of a fiber break is confirmed. A definitive root cause for the reported complaint description cannot be determined. The most likely root cause for the fracture was handling damage after the device left the manufacturing facility. A review of the device history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives two 100% inspections and an aql inspection in which the quality of the fiber strip is inspected. It is highly unlikely that the product was package with this defect. Adequate process controls are in place to detect this failure. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends.

Event description:
As reported on (B)(6) 2015, a patient of unknown age and gender presented for an endovenous laster procedure. During preparation for the procedure, while connecting the fiber to the laser unit, the fiber fractured. The disposable device was set aside adn a new of the same device was used successfully complete the procedure. There was no harm or injury to the patient due to the event as the disposable device did not come into contact with the patient. The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress.